Manufacturer narrative:
Concomitant medical products: 6996sq58 lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock and has high potassium levels. The device triggered recommended replacement time (rrt) and several weeks later an electrical reset occurred which erased the previous device history. The device was reprogrammed and replaced. No further patient complications have been reported as a result of this event.